Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with graftmaster is an issue known to require a second device or an additional procedure. Device issue: failure to cross. It was reported that during a stenting procedure in the rca using another company's stent, a perforation occurred. An attempt was made to treat the perforation with the graftmaster, but the stent would not cross. The graftmaster was removed and the perforation was treated using long balloon inflations with another company's balloon. There was no significant delay in procedure due to the graftmaster, and there were not pt effects. The final pt outcome was good. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions codes - the device was in working order and left abbott vascular instruments another country's co, as per specifications. It is reported that the stent was used as per the indication, however, the stent was not implanted and the perforation was not sealed, as the stent graft could not cross the lesion to reach perforation. The device was not returned for investigation; therefore, a root cause can not be identified. It is reported that the use of the stent graft did not cause additional complications or adverse events. A device malfunction can not be determined, due to the lack of procedure and pt info and the lack of device investigation.